Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly when drilling in the 75mm k0001015 pin it locked in the block, the tip broke in the quick release chuck. It was not possible to remove the pin from the jig so it was broken at both ends to allow it to be placed on the bone and another hole was used to fixate the block. It is being returned to hq with the drill still in the jig. It is unknown why the pin jammed in the hole and the tip broke. Surgery time was extended greater than 30 minutes.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6). This is the same event as 3010536692-2014-01067 and 01068.